Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
An ophthalmic surgeon reported that during intraocular lens (iol) implantation, the implant was scratched after injection, whereas it was intact prior to injection. The implant was removed after injection and they performed a new implantation with the rescue implant during same procedure. There was no further patient impact. The surgeon blames the cartridge for the event. Additional information was requested, but no further information is available.